Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00153.

Event description:
It was reported via journal article that the patient had showed cranial radiolucency at the 5 year post op follow up. Aaos score was ii, paprosky score 24 and harris hip score 82, 85, 66 at 1, 2 and 5 years respectively. No further information is available.